Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had expose to moisture. The customer¿s blood glucose level was unknown the time of the incident. Customer stated constant tone was occurred. Troubleshooting was done for moisture exposure. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to lcd keypad connector unlocked. Moisture damage found on the lcd board and interface board.